Event description:
It was reported that the patient underwent an implantable pulse generator (ipg) replacement procedure due to inadequate pain relief. The patient was doing well postoperatively. The explanted ipg device was not returned.